Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted due to an elective replacement indicator (eri). This pacemaker-dependent patient initially presented to an emergency room (ER) with an unusual heart rhythm, but no therapy episodes. Interrogation of the device indicated it had reached eri six months previously. The patient reported not hearing tones that would indicate eri. A boston scientific technical services consultant (ts) discussed device eri and end of life (eol) status. Three days later, it was reported that device interrogation indicated the eri date had changed to the date of the last device interrogation. There was no report of adverse patient effects.